Event description:
It was reported that, "as surgeon was attempting to impact the x3 liner into a trident cup, the handle snapped off while they were using mallet to impact liner. Patient was not effected. As a quick fix, we used the tan impaction handle."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00791.